Manufacturer narrative:
This product is manufactured in switzerland. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm ticm125v4 implantable collamer lens - -18.5/+1.5/78 diopter, in the patient's right eye (od) on (B)(6) 2008. The lens was explanted on (B)(6) 2016 due to low vault, lens rotation and cataract. The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op best corrected visual acuity was 20/13.

Manufacturer narrative:
The patient's best corrected visual acuity (bcva) was 20/13 and uncorrected visual acuity was 20/13. Device evaluation: the lens was returned dry, in lens case/vial. There was clear surgical residue/debris on product. Visual inspection found the lens to have no visible damage. (B)(4).